Event description:
It was reported that this lead was an attempted implant. During the procedure, the helix would not extend and there appeared to be a lead conductor fracture. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the helix would not extend and there appeared to be a lead conductor fracture. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned for analysis.